Event description:
Boston scientific crm received information from this patient that her leads were looped under her skin after her implant and she felt a pull in her sleep and the leads are no longer looped, they are flat. She also stated that her rate is programmed to 60ppm and she has a fast heart rate and is feeling shaky. The patient expressed concern regarding lead dislodgement.

Manufacturer narrative:
The patient has an appointment with her cardiologist in the near future. No other adverse events have been reported. A boston scientific crm technical services consultant discussed the clinical observations with the caller. This issue will be re-evaluated if additional information is received.